Event description:
It was reported the patient also has nevro stimulator and reported heating of the stimulator the last MRI (magnetic resonance imaging) and the scan had to be stopped. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).